Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set did not flow. This was observed after removing the clamp and checking the device in preparation to administer cisplatin with an unspecified infusion pump. This was identified during set-up/preparation prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.